Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted only the lock adaptor in question was returned as the actual sample to be evaluated. Four photos showing the reported issue were provided along with the actual sample. Review of the provided photos confirmed the customer's complaint. The lock adaptor had come off the end of the sampling system on the red three-way stopcock side. Visual inspection of the actual sample upon receipt found it had some dents on the surface. There were no other anomalies on the remainder of the component. Magnifying inspection found that the dents formed a characteristic pattern. To reproduce similar state of the dents on the surface, a factory-retained lock adaptor sample was pinched with forceps and then its surface was inspected under magnification. Dents forming a pattern similar to that on the actual sample were found there. The inside diameter of the actual sample was confirmed to be equivalent to that of the factory-retained lock adaptor sample. The actual sample was found to have some dents, which were likely to have been generated by being pinched with forceps. It is assumable that the actual sample came off due to excessive rotating force applied to it due to a use of forceps to further tight the actual sample. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no relevant findings. IFU: do not use if the package or device is damaged (e.g. Cracked) or any port caps are off. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a bad connection with the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: after the set-up was completed, when the customer touched the lock adaptor (male) attached to the end of the sampling system, on the red three-way stopcock side, it came off easily. The customer tried to put it back into place, although it was very difficult to fix it back to its original place. The customer used the involved reservoir with the red three-way stopcock closed. The patient was not harmed.